Manufacturer narrative:
The device was returned and evaluated, and the lamp was replaced. Additional findings include the following: faulty scope socket which caused the b30 scope communication error to occur, and the lamp had 400 or more hours (a non-olympus lamp was used, and it was missing the lamp door knobs). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to the olympus technical assistance center (tac), that the xenon light source experienced a b30 scope communication error. The issue was found during an unspecified procedure, the procedure was delayed with an unspecified timeframe but was completed with a similar device. The patients anesthesia / sedation was extended; however, the timeframe was not provided. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the locking mechanism and the scope detection slider were not working due to faulty scope. This likely led to communication error and front panel blinking. The root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "[warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.